Event description:
During a coronary stent procedure of a mid rca lesion, the tip of the wire broke and migrated in the aorta. The physician was unable to retrieve the wire tip and it remains in the pt. Pt status is listed as "okay".